Event description:
It was reported by the customer that a bd pyxis¿ es server reports were not running properly. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the system reports were not running properly, and the extract, transform, load (etl) data was not current. A technical support specialist (tss) remoted into the server, rebooted it, and verified that there were no more etl errors on the health sight viewer (hsv).the system functioned as intended after the technical support specialist troubleshot the device. D4 & h4: server serial number not available.